Event description:
It was reported that unacceptable ventricular lead impedance measurements were observed. Physician suspected ventricular lead fracture. Patient was scheduled for preventative replacement procedure. When the pocket was opened, loose connection of the ventricular lead to the device was noted. Device was explanted and replaced. A new device was successfully connected to the existing lead and no electrical anomalies were observed on the lead. Lead remain implanted and in use. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found the reported field event of loose connection to ventricular lead and unacceptable lead impedance were confirmed via review of the device image. Further evaluation noted presence of epoxy on the ventricular contact spring. This could have affected the connection between the device and the lead, resulting in the field event.